Event description:
Medtronic received information regarding an imaging system being used other : deep brain stimulation procedure. It was reported that they were unable to open the gantry: manual opening procedure was unsuccessful, lifted, shifted, and slide the system from around the patient. This occurred intraoperatively, and there was one hour or longer delay. Patient present.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They adjusted door sidewall switch. Verified system would perform spins when gantry was tilted left for dbs (deep brain stimulation). Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5: event description updated correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during deep brain stimulation procedure. It was reported that they were unable to open the gantry: manual opening procedure was unsuccessful, lifted, shifted, and slide the system from around the patient. This issue occurred intraoperatively, and there was one hour or longer delay. There was unknown impact on patient involved.